Event description:
Discharge from wound: infection. Info was received on 10/05/2007 from a physician via a sales representative regarding a pt who had underwent an unk surgery on an unk date during which "at least 2 sheets of seprafilm" were placed under the midline. Approx three to four weeks ago, the physician performed and unk type of resection. Upon opening the abdomen, there was discharge from a wound with brown gelatinous material in the abdomen which was possibly related to an infection. During the re-operation irrigation was done and non-powdered gloves were used. At the time of this report, it was unk if the pt had recovered.